Event description:
It was reported that the patient¿s implantable neurostimulator (ins) lasted less than one year. The ins settings were as follows: c+, 2-, amplitude: 3.9 volts, pulse width: 90 microseconds, rate: 185 hertz. The impedance measurements were unknown. It was later reported that there was planned replacement, but it had not taken place at the date of this report. It was stated that the impedances were with in normal range, but no values were given. The physician reportedly thought the ins depleted prematurely.

Manufacturer narrative:
(B)(4). (B)(6).